Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, rupture, lymphadenopathy.

Event description:
Patient's representative has reported depression, anxiety,significant pain and tenderness in the breast, capsular contracture baker grade I, seroma , rupture with silicone leakage, enlarged lympn nodes and "many symptoms of bii" (breast implant illness).enlarged lymph nodes (side unknown). Device remains implanted. Right side record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative later reported right side captured baker grade ii.